Event description:
This pt experienced a thrombotic event three days after cypher stent implantation in the mid left anterior descending artery (lad). This was treated with additional intervention (ptca) and anticoagulants (heparin administration). This male pt with a past history of a known aspirin allergy was admitted to the hosp with a chief complaint of acute mi. The pt taken emergently to the cardiac cath lab, where angiography revealed a de novo, moderate (15mm) length, concentric, bifurcating, b2-type lesion in the mid-lad. A bolus of 10,000 units of heparin was administered via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 2.5 x 15mm balloon inflated to 6 atms for 40 seconds. A 2.5 x 18mm cypher sent was deployed to 13 atms for 40 seconds with suboptimal results. The stent was not post-dilated. Per the reporter, "there was a possiblity that the stent was under-dilated, because the stent looked fuzzy at the bifurcation of the diagonal branch". Flow through the stented segment was timi ii. Residual stenosis was reported to be 25%. The pt was discharged on a heparin drip @ 10,000 units per day and ticlid. Three days later, the heparin was discontinued. The pt began complaining of chest pain and was taken back to the cath lab. Repeat angiography demonstrated a thrombus within the cypher stent in the mid-lad. This was treated with balloon inflations (re-ptca). The heparin was resumed and sarpogrelate hcl was added. The possible causes of the thrombotic event are the following: 1] because aspirin couldn't be given due to the allergy. 2] because heparin was stopped. Note: it is not distributed in the us; however, it is similar to us product.